Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed as the cylinder had eroded into urethra on the left side. A new ipp was implanted with a deactivation plug on the left side to let it heal. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.